Event description:
Hillrom received a report stating the patient has pneumonia. The device was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The patient contacted hillrom for pick-up of the vest device. During the follow up call by a respiratory clinician with the customer, the customer stated that she is using the device, the device works very well however, she is concerned that the use of the device is making condition worse. The patient also reported she has preexisting zenker's diverticulum and that she now has pneumonia. It is noted that the patient has a scheduled surgical appointment for correction of the condition. The patient was advised to hold use of the device due to relative contraindication of uncontrolled airway risk of aspiration. The patient is keeping the device pending php approval to resume therapy. The vest functions to provide airway clearance by using high frequency chest wall oscillation to compress and release the chest wall. Zenker's diverticulum (zd) is a condition characterized by a pouch that develops over time in the upper esophagus in the neck. The pouch can contain food which can cause difficulty with swallowing and regurgitation of food. Common symptoms of zd are halitosis due to food being stuck in the pouch, persistent cough, aspiration that can lead to pneumonia, and regurgitation of undigested food. Treatment is dependent on the size and severity of the pouch. There was no reported malfunction of the device, and the patient felt the device works very well. It can be reasonably concluded the patient¿s medical history of zenker¿s diverticulum and uncontrolled airway risk of aspiration likely caused the patient¿s reported serious injury of pneumonia requiring antibiotic treatment. It cannot be excluded that the device did not contribute to food matter in the diverticulum being mobilized and thus to the reported pneumonia due to the normal functionality (chest wall oscillation) of the device. Therefore, this event is cautiously being reported as a serious injury. Based on this information, no further action is required.